Manufacturer narrative:
A ge representative evaluated the system and repaired the spring in a fuse holder. System operates as intended.

Event description:
The customer reported the system would not display a live image on the left monitor. No pt injury was reported.